Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: final analysis confirmed the complaint. The insulation was found to be cut and the pacing coil squeezed at 37.4 cm from the connector pin.

Event description:
It was reported that a leak was observed in the lead while attempting to implant it. Another lead was instead used.